Manufacturer narrative:
Manufacturer's analysis conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as no photos were submitted for review and heartmate ii left ventricular assist system (lvas) was not returned for evaluation. The reported pump stoppage could not be confirmed through this evaluation as the submitted log file did not capture this event. Additionally, evaluation of the patient¿s submitted log file confirmed a low speed advisory alarm and consistently elevated pump powers; however, a direct cause for the events could not be conclusively determined. The submitted log file contained data with the clock set to the default date and timestamp of 01jan2001 at 1:00 am from the start of the log file until the date was set at the end of the log file to 05nov2019. The pump was set to a fixed speed of 8800 rpm and the low speed limit was set to 8400 rpm. The log file captured the pump operating above the low speed limit for the majority of the log file, however, a low speed advisory was captured when the actual speed was recorded at 8000 rpm. The date of this event could not be determined as the date was set to the default date. The power was consistently elevated between 7.3 w to 15.4 w throughout all recorded data within the log file. The submitted log file did not capture the reported decreased pump speed between 0 rpm and 3000 rpm. A direct cause for all events captured within the log file could not be conclusively determined through this evaluation. The account reported that the patient¿s pump power was significantly elevated, and that the controller clock was corrupted. The account reported that around midnight on 05nov2019, the patient¿s pump malfunctioned and recorded the pump speed between 0 rpm and 3000 rpm while alarming. The account presumed that the patient had pump thrombosis. The patient had an echo performed which showed that the patient had an ejection fraction of 55% and the pump was turned off as the cardiac team deemed the patient to be functional without vad support. Multiple requests for additional information were issued to the customer; however, no further information was provided. The pump was not returned for evaluation. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. Values. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hmii lvas patient handbook contains a section on handling emergencies, which includes pump stops. The patient handbook and IFU both contain sections on alarms and troubleshooting, which contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient's pump malfunctioned. The pump revolutions per minute (rpm) ranged from 0 to 3000 during the alarm. It was determined the event was caused by pump thrombosis. The lvad was turned off during a echocardiogram. The echo noted 55% ejections fraction rate. It was determined the lvad would be not turned back on due to cardiac perspective. No further information was reported.